Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they felt the jump in their chest with implanted pacemaker. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event. (B)(6) 2019 the intervention was carried out and the issue was resolved.